Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim and discolored. During investigation, the pump had no vibratory function; the pins on the vibration motor pins were found be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed the vibration motor was misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.